Event description:
Just found out about the recall of avaira contact lenses. I have been having intermittent eye burning for several months and was thinking I had developed allergies. I have experienced severe burning in both eyes and have had to remove contact lenses for days to let my eyes recover. [Dates of use: (B)(6) 2011].